Manufacturer narrative:
. Device evaluation: the medium-large clip applier instrument was received and failure analysis found the instrument to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy and cholecystectomy procedure, the medium-large clip applier instrument did not hold/grip the actual clips. While the surgeon was clipping the duct, the clip fell into the patient. The clip was changed 3 times until it could hold. The clip was retrieved by using a robotic grasper. The procedure was completed robotically using a back-up medium-large clip applier instrument. The patient has not returned back to the hospital due to the foreign object.

Manufacturer narrative:
The medium-large clip applier instrument has not been received for failure analysis evaluation. Section a additional information - body mass index (bmi): 28.79 kg/m2.